Event description:
On (B)(6) 2012, customer reported that the dxc 800 instrument generated a false high carbon dioxide (co2) result for 1 patient sample. The result was reported out of the lab. When the instrument did an automatic critical rerun and yielded a different result, the sample was rerun on another dxc instrument in the lab. The report was amended. Patient treatment was not initiated or withheld based upon the erroneous result reported. Customer stated that after the sample was run, subsequent co2 results from the instrument were suppressed (no result generated). Quality control prior to the event was within lab-established ranges. Customer attempted to calibrate co2, but calibration failed. Field service engineer (fse) inspected the instrument and replaced the co2 electrode membrane. Fse verified performance. No further issues were reported.